Event description:
While removing the drain tube from the leg the tubing was difficult to remove and when it was pulled out the end of the tubing was shorter. Patient was x-rayed and found to have fragmented pieces of tubing in the leg. Surgery was performed to remove the fragments of tubing.